Manufacturer narrative:
B5 - it was also reported there was lens explants and the surgeon indicated - one patient told her the glare was especially bad when the light is over his head. He is the latest to get an explant. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into 10 patient's eyes. It was reported there was perfect va, perfect vault 600-800 micros but patient's insist of an explant due to they cannot tolerate the glares and haloes anymore. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#:(B)(4).